Manufacturer narrative:
The device was returned for evaluation and was found to be in good condition. The device was powered up on dc and the battery icon displayed full bars, during delivery accuracy test the device suddenly shut down on its own without an alarm then got into a cycle of trying to start up, turning off, rebooting. The device was connected to ac, the device powered up and alarmed e437#13. Replaced battery and ¿change battery¿ key was pressed while connected to ac. The device was then powered up on dc and passed delivery accuracy test without any issue. The complaint was confirmed with probable cause for complaint/e437 z013 is defective battery. The device testing was completed on 3/15/2023. Initial reporter - additional telephone number - (B)(6).

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump which was reported to have what appeared to be a reboot issue. The customer stated: "the pump is turned off after a while and is turned on for the self-test endlessly." It was unknown if there was patient involvement, however, harm was not reported as a consequence of this event.